Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet system with a dexcom g7 continuous glucose monitor (cgm) experienced significant blood glucose variability while pausing insulin delivery, overcorrecting hypoglycemia reported at 48 mg/dl with oral glucose and hyperglycemia reported at 324 mg/dl using ¿less than¿ meal announcements primarily as corrections, which maladapted the algorithm. No adverse clinical symptoms associated with hypoglycemia and hyperglycemia reported. Outcomes included the need for additional training and discussion of a potential fasting range reset to improve device performance with the user¿s nonstandard meal pattern. Investigation included review of device data and user report logs and provision of troubleshooting and education. Investigation of this case revealed user-related therapy management practices, including insulin pauses and nonstandard meal announcements, that likely contributed to the glucose excursions and suboptimal algorithm adaptation, with no device component malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was use error and therapy management practices, for which additional training was assigned.